Manufacturer narrative:
The device been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was "a little high" (182mg/dl).